Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath was used for a pulse field ablation (pfa) procedure to treat an atrial fibrillation. During insertion and when the faradrive sheath was advanced into the patient, the faradrive sheath could not aspirate back to assess for air. Wire was exchanged to new one, and no forward flush was attempted due to clot risk. Troubleshooting was performed, wire was advanced, the sheath was flushed and aspiration was reattempted. However, the sheath was replaced, and procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was retained by the customer.